Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead was damaged. The left ventricular lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of ¿lv lead damaged during slitting of the inner guide¿ was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found insulation cut at the proximal region of the lead consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to procedural damage.